Event description:
It was reported to philips that the battery for the device was depleted. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was determined that the battery needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer was advised to replace the battery to resolve the reported issue and a replacement battery was ordered. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery for the device was depleted. There was no patient involvement.

Event description:
It was reported to philips that the battery for the device was depleted. There was no patient involvement.